Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was hospitalized. Upon interrogation, it was revealed that the patient experienced bradycardia. It was noted that the pacemaker was checked less than a few times since implant in 2016. The pacemaker was unable to be interrogated. Also, no low voltage output or capture was noted. Furthermore, it was indicated that the pacemaker exhibited eight years of battery life remaining in (B)(6) 2020. However, the pacemaker reached elective replacement indicator (eri). The pacemaker was explanted and replaced on (B)(6) 2020. There were no patient consequences.

Manufacturer narrative:
The reported event of unable to interrogate, no output and no capture was confirmed. As received, device had no telemetry communication and no output. Visual inspection revealed header delamination occurring between the header and can attachment, which allowed body fluids to enter the header attachment area. Further testing revealed low impedance paths within header connection. The body fluids entered the delaminated area, which caused shorting between the header connection pins, resulting in the reported issues. This header problem is consistent with manufacturing anomalies. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
Device was cut open to enable further testing and battery was found depleted. Additional tests were performed by separating the header from the case to perform a dye penetration test on the feedthrough component. Test results indicated a feedthrough breach affecting the devices hermeticity, resulting in battery depletion, consistent with the reported issues.